Manufacturer narrative:
The depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: h299834) was received at us cq. Upon visual inspection, the complaint device is missing the protection sleeve component. No evidence of device breakage was identified but the complaint was confirmed due to the missing component. The overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: h663677) as the device is missing the protection sleeve component. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier ¿ flextronics america / inspected, packaged and released by: (B)(4). Release to warehouse date: 08-aug-2017. Part number: 319.006, depth guage for 2.0mm and 2.4mm screws. Lot number: h299834 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the reduction forceps with points rachet and synfix® evolution aiming were not functioning. A depth gauge for mini screws was obsolete and another depth gauge was also broken during reverse logistics inspection. There was no patient involvement and no additional information is available. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).